Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous, 2.25x24mm, stent delivery system (sds) was returned for analysis. The manifold section of the device was not returned therefore it was not possible to identify the catheter batch for this complaint. A visual examination of the crimped stent found distal stent rows 1-9 were damaged and stretched over the distal markerband. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The undamaged proximal stent outer diameter measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 1240 mm proximal from the distal tip and multiple hypotube kinks were noted along the full catheter length. The hypotube kinks most likely occurred due to lesion characteristics as the lesion was reported as being severely tortuous and calcified. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.25x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was noticed that the stent strut was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was noticed that the stent strut was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.